Event description:
The facility's biomed technician reported an infusion pump with an 812:02 failure code. The biomed technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.